Event description:
We received a report that while implanting an intraocular lens (iol) the physician changed his mind and and decided to remove the lens. In order to remove the lens, he had to enlarge the incision. The notes indicated that the reason for the removal was ''insertion error''. No vitrectomy was required.

Manufacturer narrative:
The intraocular lens (iol) was received for a visual inspection at our quality assurance laboratory. The visual inspection revealed that the lens had one (1) distorted haptic, debris and appeared to have evidence of viscoelastic.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data should have been checked as ''yes'' - labeled for single use. All pertinent information available to the manufacturer has been submitted. Placeholder.